Event description:
The customer reported a leak at the probe of the coulter act diff 12 analyzer. The volume of the leak was about a few drops and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the lower fitting of the probe wipe rinse block was plugged. The fse removed the blockage from the fitting and the instrument ran without any leaks. The repairs were verified per established procedures. Bec identifier for this report is (B)(4).